Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the nurse was unable to retract the needle of a jelco® saf-t wing® blood collection and infusion set into the housing. The needle would only retract half way. Needle was disposed of in sharps container. No injury to patient or clinician was reported.

Manufacturer narrative:
The product, a jelco® saf-t wing® blood collection and infusion set, was not returned for inspection or evaluation. Two photos were instead returned. From the first photograph, it can be seen that the needle is outside the safety device. However, in the second photograph, it is observed that the needle is retracted inside the safety device. A review of the assembly and packaging operations were reviewed and considered adequate and correct. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. A sample of 5 units were taken from production in order to activate the safety mechanism. No discrepancies were found in the samples. No root cause has been determined as the complaint was not confirmed due to no sample returned for evaluation.